Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A comprehensive review of the history of syringe 50ml lot 2402031 was conducted, finding one annotation related to the reported incident. During assembly, it was found the wheels within the equipment were not properly synchronized due to a jam and were causing the cylinder not to be delivered correctly, catching the cylinder and damaging it with the lower casing. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or other defects were observed in the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. It is possible the damage reported was due to the issue found during manufacturing of this lot. Without the physical sample, we cannot verify this, therefore a definitive root cause cannot be established at this time. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. The information will be compiled into trend reports and regularly reviewed by our sales team to identify any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Dent in cylinder syringe. We received reports from an anesthesiologist who reported that the syringe jammed twice, forcing her to quickly grab another syringe. It was also reported by another hospital pharmacist that there was a dent or damage to the syringe, resulting in leakage of fluid through the back of the plunger. When did the incident occur? During use.